Event description:
It was reported that the procedure was to treat a lesion in the distal posterior lateral artery (pla) with moderate tortuosity and mild calcification. The two balance middleweight universal ii guide wires were advanced to the pl and the posterior descending artery (pda). Pre-dilatation was performed. Intravascular ultrasound (ivus) was advanced and performed successfully. A non-abbott stent was implanted in the target lesion and pos-dilatation was performed. Ivus was then advanced over the guide wire in the pla; however, resistance was noted. The guide wire in the pda was removed, but the ivus catheter still could not be advanced; therefore, the guide wire and ivus were removed as a unit. The physician believes the resistance occurred at the junction of the hypotube and the polymer of the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Based on the reviewed information, no product deficiency was identified.